Event description:
A webform complaint was received in which a customer reported that the adc device detached prematurely. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure and required treatment of either insulin, glucagon, and/or medication by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported that the adc device detached prematurely. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure and required treatment of either insulin, glucagon, and/or medication by a third party. There was no report of death or permanent injury associated with this event.